Event description:
Customer alleges he was on the unit and fell off into a ditch on top of his wife. Customer alleges unit spins in circles for a while now.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.